Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined because information on the handling of device at the user facility and the reprocessing method cannot be obtained. However there was possibility that this phenomenon was attributed to the reprocessing method at the user facility deviated from the instruction manual.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the foreign material was found around or under the forceps elevator of the subject device during the distal end disassembling at the inspection of the olympus india. There was no report of patient injury associated with this event.